Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the bezel is damaged. The authorized service provider (asp) evaluated device and found the display bezel was damaged. The bezel needs replacement. Upon conclusion of the evaluation, it was determined that the display bezel requires replacement. It was replaced. The device passed testing and was put back into service.